Manufacturer narrative:
This was submitted in error as a duplicate file. The event was captured in MFR# 2937457-2014-01645 and any further information will be reported in this file as required.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the plant's investigation.

Event description:
During the review of medical records, it was noted the patient's past medical history was significant for "plural effusions reportedly by the family member secondary to peritoneal dialysis". Follow up was conducted with the peritoneal dialysis nurse who confirmed the patient was hospitalized in (B)(6) 2014 for cardiac issues w/plural effusion. It was also noted the patient has a significant cardiac history.